Manufacturer narrative:
The customer indicated that while cleaning the instrument the sample line had popped loose. Bci field service engineer (fse) reconnected the sample line which corrected the aspiration errors and the leak. The root cause for the event was a disconnected sample line.

Event description:
Customer contacted beckman coulter, inc. (Bci) and reported a small bloody leak under the needle cartridge of an hmx autoloader along with aspiration errors. The customer was wearing personal protective equipment. There was no blood exposure to mucous membranes or open wounds, and no one sought medical attention. There was no death, injury or change to patient treatment associated with this event. It is unknown if the facility has an exposure control plan or risk management plan in place. Msds sheets were not reviewed.